Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/01/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic sigmoidectomy on (B)(6) 2020 and suture was used for wound closure on the fascia. During the procedure, the needle broke when suturing. The needle fragment was found visually and was between the fascia and subcutaneous. The procedure was completed. There were no adverse consequences to the patient. No additional information was provided.